Manufacturer narrative:
H6: the product was not returned for evaluation. Two radiographic images were provided that show the devices in-situ. Figure 1a shows dorsoplantar and 1b lateral x-rays (weight bearing) one year postoperatively showing plantar lapidus bunionectomy, akin osteotomy and pip arthrodesis d2.

Manufacturer narrative:
Literature citation: n. Gutteck et al. Preliminary results of a plantar plate for lapidus arthrodesis. Foot and ankle surgery 24 (2018) 383-388. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly it was reported in article by gutteck et al. Titled "preliminary results of a plantar plate for lapidus arthrodesis" that there were three cases of delayed wound healing and due to implant conflict in two cases an implant removal was necessary.